Event description:
Healthcare professional reported, insufficient information for an unknown side. Healthcare professional, later reported, "patient will be having a breast ultrasound this week to confirm rupture". "Rupture happened within the last few years". Healthcare professional confirmed, deflation. Healthcare professional reported, left side "rupture" of a saline device. The device was explanted. The device remains implanted. This relates to the left side.

Manufacturer narrative:
Device evaluation: based on the device analysis, the final assessment is: deflation: delamination of the diaphragm valve assessed, as adhesive failure. No further actions are required, as no manufacturing issues are observed.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified, deflation: observed, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. No further actions are required, since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported, left side "rupture" of a saline device. The device was explanted.

Event description:
Healthcare professional reported, insufficient information for an unknown side. Healthcare professional later reported, "patient will be having a breast ultrasound this week to confirm rupture". "Rupture happened within the last few years". Healthcare professional confirmed deflation. The device remains implanted. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.